Event description:
The surgeon reported the following: "handle instrument was put in "static" locking. However, the dynamic hole tended to be used (not clicked rightly)."

Manufacturer narrative:
Device will not be returned. No evaluation will be performed. If the device or additional information becomes available it will be reported on a supplemental report.